Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient underwent a deep down urethral suspension from tension-free vaginal tape (tvt) and cystocele repair procedure. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Subsequently, the patient underwent a reoperation about nine months later for urinary incontinence, recurrent cystocele formation, and partial retention. Subsequently, the patient underwent a second reoperation about six years later for enterocele repair and rectocele repair.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004: underwent cystocele repair and take down of scarring around previous tbt for urinary incontinence, recurrent cystocele formation, and partial retention under general laryngeal mask anesthesia. On (B)(6) 2006: underwent urethrolysis, removal of scar tissue and mesh for partial urinary retention, complication of urologic procedure under general anesthesia. On (B)(6) 2010: underwent enterocele repair and rectocele repair under general endotracheal anesthesia.